Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the was no bed-to-bed caregroup overview during patient monitoring. The issue was found during patient monitoring. There was no report of injury or harm.